Event description:
It was reported that continuous glucose monitor showed error message and did not function as expected while paired with insulin pump. There was no reported impact to the customer¿s blood glucose level. Customer was given complete pump reset instructions by technical support, planned to reset pump when ready, and was advised to call back if problem continued.